Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: lead tech the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band 2 appeared to lose air at the inflation port. Additional information was received on (B)(6) 2023: the procedure for the patient prior to use with tr-band was a left heart catheterization (lhc). The device was not manipulated before use in any way - pre-use or during storage. The product was stored normally prior to use. A glidesheath slender was used in the access site. Hemostasis was not achieved. The patient was presumed to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section , and to provide the completed investigation results. One tr band 2 was returned for product evaluation. The returned sample included the band assembly and sample pouch. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under a microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak at the corner of the balloon tab. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nonconformance (nc) will contain root cause analysis and corrective actions. A corrective and preventative action (CAPA) was initiated for the increase in air leakage issues. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).